Manufacturer narrative:
Age is (B)(6). This report is for an unknown nail /unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Patient went back to surgery and the surgeon removed the nail. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient, around (B)(6), had to have a revision surgery due to a broken nail. On an unknown date a female patient was implanted with a nail and a helical blade. On an unknown date the patient fell and the nail broke in the area where the helical blade crossed the nail. On (B)(6) 2017, patient went back to surgery and the surgeon removed the nail and the intact blade and implanted the patient with a plate and unknown number of screws. Surgery was completed successfully with no delay and the patient is stable. Concomitant devices reported: helical blade (part#: 04.038.xxx, quantity: 1). This report is for an unknown nail. This is report 1 of 1 for (B)(4).